Event description:
The customer reported that the device, 530, reflex elc,20m/l clps,10/11mm, was being used during an unknown procedure on (B)(6) 2021 when it was reported ¿the surgeon took another x-ray and checked it, found what appeared to be a clip in the patient's body¿. The procedure was conducted on (B)(6) 2021, and an x-ray was taken. Another x-ray was taken on (B)(6) 2021 where the user believed the clip had moved from the left side of the spine to the right side of the spine. The clip was not closed and is believed to have spontaneously fell rather than being dropped. However, how the clip had fallen into the patient is not known. Currently there is no claim of device malfunction by the user. At this time the patient is not reported to have any discomfort or problem caused by the clip. There has not been any report of medical intervention or extended hospitalization to conmed from the reporter. The reporter has stated that a secondary surgery may take place; however, they have not made any decision at this time. This report is being raised on the basis of injury due to report of unclosed clip being left in patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 530, reflex elc, 20m/l clps, 10/11mm, was being used during an unknown procedure on (B)(6) 2021 when it was reported ¿the surgeon took another x-ray and checked it, found what appeared to be a clip in the patient's body.¿. The procedure was conducted on (B)(6) 2021, and an x-ray was taken. Another x-ray was taken on (B)(6) 2021 where the user believed the clip had moved from the left side of the spine to the right side of the spine. The clip was not closed and is believed to have spontaneously fell rather than being dropped. However, how the clip had fallen into the patient is not known. Currently there is no claim of device malfunction by the user. At this time the patient is not reported to have any discomfort or problem caused by the clip. There has not been any report of medical intervention or extended hospitalization to conmed from the reporter. The reporter has stated that a secondary surgery may take place; however, they have not made any decision at this time. This report is being raised on the basis of injury due to report of unclosed clip being left in patient.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided which confirms the issue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that clip applier is shipped with empty jaws. To load a clip into the jaws, squeeze the trigger firmly until it stops, then release to initial position. This motion places the first clip into the jaws. Introduce the endoscopic clip applier through a 10/11 mm or 10/12mm port. Place the clip around the tissue or vessel to be occluded. Ensure the tissue or vessel fits completely within the confines of the clip and the tips of the jaws are visible. Squeeze the trigger firmly until it stops. As the trigger is closed, the clip is held by the jaws and closes around the tissue or vessel. Note: failure to completely close the trigger could result in incomplete clip closure and possibly compromise hemostasis. If trigger is only partially closed, a new clip may not load upon opening. In this case the trigger should be fully closed and opened load the next clip. Fully release the trigger to automatically sequence the next clip into the jaws. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.